Manufacturer narrative:
(B)(4). Concomitant medical products: 110010259 ¿ g7 shell ¿ 6189978. (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the liner would not assemble with the shell. A new liner was used to complete the surgery. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. A summary of the investigation was requested and sent to the reporter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
H6: method codes remove 4114: device not returned. Complaint sample was returned and evaluated against the reported event. Visual inspection found a large amount of damage due to the removal of the liner. Multiple screw holes were drilled into the liner. Tool marks were observed on the side of the liner near the screw holes. Punch indentations were observed at the apex of the outer radius. Circular indentations were found on the outer radius. The barb is scraped such that a thick poly strand protrudes from the liner. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.